Event description:
Air entered the cartridge after administering a bolus during a routine hemodialysis treatment. Due to air in the venous line, treatment was discontinued without rinseback, resulting in an estimated blood loss of 190cc. The pt was started on IV iron. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The venous air alarms are attributed to air entering the system when administering a bolus during treatment. The cycler alarmed appropriately. The user's guide provides adequate instructions for troubleshooting air alarms. Nxstage medical considers this report closed. No additional info will be provided.